Manufacturer narrative:
Na

Manufacturer narrative:
Analysis revealed an insulation abrasion at 7 cm from the connector, exposing the proximal coil. The lead abrasion is consistent with that produced by friction with the ICD can.

Event description:
The lead was explanted due to patient receiving inappropriate shocks. The physician suspected lead damage.